Manufacturer narrative:
Per the tandem user guide, ¿blood glucose values used for calibration must be between 40 to 400 mg/dl and must have been taken within the past 5 minutes. ¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use more than 3 months. No additional patient or event information was available. A root cause could not be determined. Tandem customer technical support instructed customer to use a new transmitter.